Event description:
As reported per clinical study (B)(4): on (B)(6) 2016, the subject patient underwent multiple recurrent ventral midline open hernia repair procedure, during which a xenmatrix surgical graft was trimmed and placed in underlay fashion on the intra-peritoneal region using suture (maxon). Facia was completely closed with maxon suture in interrupted stitch technique and full skin closure was achieved with sutures. The patient was discharged on (B)(6) 2016. Concomitant procedure includes lysis of adhesion(s) and bowel resection. On (B)(6) 2017, the patient was diagnosed with recurrent ventral midline hernia (10cm x 08cm). On (B)(6) 2018, the patient underwent reoperation and was implanted with phasix onlay to repair the hernia recurrence. The study mesh was not removed. The patient was discharged to home on (B)(6) 2018. The ae is clinically assessed to be of moderate severity, possible related to the device, not related to the procedure and recovered/resolved. The reported adverse event meets the definition of an sae (serious adverse event) and does not meet the uade (unanticipated adverse device effect).

Manufacturer narrative:
As reported, a patient with a medical/surgical history of hernia recurrence, was diagnosed with a hernia recurrence post implant of the xenmatrix surgical graft. The clinician has assessed the patient¿s postoperative course of hernia recurrence as possibly related to the study device and not related to the procedure. However, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. Hernia recurrence is included as a possible complication in the adverse reactions section of the instructions-for-use, supplied with the device. Review of manufacturing records confirms product was manufactured to specification. This MDR represent the ae of hernia recurrence. An additional MDR has been submitted to represent the ae of surgical site infection. Not returned - remains implanted.